Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6), 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an "er3" warning issue with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6), 2011, at 2 (it is unknown if its am or pm). She stated that she manages her diabetes with pills, diet and/or exercise and due to the alleged issue she denied making any changes to her usual diabetes routine. The patient claimed "right away" after the alleged issue started, she felt her "hands shaky". She denied receiving any form of medical intervention in response to her symptom. During the initial call with customer service, the agent noted that the patient was using the correct testing procedure and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.